Event description:
It was reported that a minimum fill notification occurred while customer was attempting to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer had already successfully loaded new cartridge, was instructed to remove pump from case, and was advised to clean pneumatic tap area with alcohol wipe or lint-free cloth before loading next cartridge.